Event description:
Needle stick. Upon completion of procedure, cleaning up back table, needle counter was closed. Needles slipped out when snapping counter together-hinge on needle counter not working causing needles to "pop" out. Lot numbers given are: 199779, 206385, and 210358.